Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region #30 it was verified its non osseointegration. Thirty-five ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii and deficient oral hygiene.